Event description:
During the index procedure, there was one endeavor sprint drug eluting stent implanted in the lad. It is reported that approximately 53 months post index procedure, the patient suffered an mi. On the same day, the patient had a revascularization of an unknown vessel.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction).